Event description:
Report received from USA stated the device experienced a hole in hose issue during surgery. No pt or user injury was reported. It is unk if delay or medical intervention occurred. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).